Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was treated for a femoral trochanteric fracture on (B)(6) 2013. The blade interfered with the hole of the nail and would not be inserted. The surgeon attempted to insert it by hammering. X-ray showed the tip of the blade was broken and so it was removed. The surgeon changed to a 125°, 10 mm, xs nail and completed the operation successfully. When the surgeon checked the removed product, the rear end hole of the blade was broken by the extra stress. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Per additional evaluation: the complaint condition is likely the result of a misalignment of the articles that caused such damages. Furthermore the shaving marks on the nail and the broken off edges by the blade do prove that the device was handled incorrectly. No product fault could be detected. Placeholder.